Manufacturer narrative:
Qn # (B)(4). Visual inspection of the guide wire revealed one offset coil towards the distal end. A white adhesive particulate was observed within the guide wire tubing. Uv light testing was then performed, and the results were inconclusive. Microscopic examination confirmed the defect and revealed that the distal weld was full and spherical. After performing functional inspection, a total blockage was encountered from inside the needle cannula. This prevented the guide wire from passing. The blockage was not visible as it is located inside the cannula. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit, it states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle." A lab inventory guide wire was threaded through the returned cannula and was unable to pass through. Major resistance was experienced towards the proximal end of the needle cannula. Functional testing of the guide wire could not be performed due to the damage. A device history record review was performed, and no relevant findings were identified. The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Resistance was encountered while advancing the guide wire through the needle cannula during functional inspection for the returned device which likely resulted in the damage observed. An investigation was previously implemented to address this issue. The investigation indicates that the issue is manufacturing related. The relevant lots within the reported kit were manufactured (august 2022) prior to the implementation of the corrective action (september 2022). Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "the swg was found kinked prior to use on the patient". No patient involvement.

Event description:
It was reported that "the swg was found kinked prior to use on the patient". No patient involvement.

Manufacturer narrative:
(B)(4). Other remarks: n/a; corrected data: n/a.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the swg was found kinked prior to use on the patient". No patient involvement.